Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that one month post implantation of lens in the right eye, the patient experienced blurry vision. Reportedly, the physician is exploring treatment options. Additional information has been requested, but has not been received.

Manufacturer narrative:
Despite multiple requests for additional information, no information has been received. The lens remains implanted in the patient; therefore, not available for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the limited information available, a root cause for the reported event could not be determined.